Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open due to the faulty drawer cables. A field service engineer reseated the faulty drawer cables to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue in which the drawer failed to open, preventing the users from accessing the medications. This incident resulted in a delay to patient care and confirmed that there was no harm to the patient. There were no adverse events or injuries reported based on this event.